Event description:
Customer reported that the pump did not deliver all amount of insulin during bolus. No delivery alarm occurred and after rpeated troubleshooting still did not deliver insulin. No further details.